Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jul2019.

Event description:
During preventive maintenance, the manufacturer's international service technician reported a ventilator in which the oxygen concentration was found to be out of specification. There was no patient involvement / harm.

Manufacturer narrative:
G4: 28oct2019; b4: 30oct2019. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds assembly revealed that the flow sensor (u1) flow printed circuit board assembly (pcba) had a crack on the air flow sensor. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. The gds was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds generated a patient disconnect alarm. The u1 component was then replaced. The repaired gds then passed all testing. The reported condition could not be duplicated. The damage to the (u1) on the air flow sensor pcb generated the patient disconnect alarm and was not a part of the original problem so this damage occurred during or after the repair of the gds, and appears to have occurred during shipment of the component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 20aug2019, date of report : 23aug2019. The manufacturer's international service technician confirmed the reported problem. The manufacturer's international service technician replaced the oxygen flow sensor assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.